Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the staple line open? Yes, the surgeon had to take a suture stitch across the line. Were the staples malformed? Yes, the surgeon had to take a suture stitch across the line. If yes: how was the procedure completed? Yes, the surgeon had to take a suture stich across the line. Was there any patient consequence? If yes: please explain the patient consequence?

Event description:
It was reported that the surgeon had a laparotomy case and green 75 cartridges after been fired open up. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/31/2018. Batch # p57g0t. The analysis results found that the trt75 reload was received with no apparent damage, fully fired. No functional test was performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.